Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2.1 was failed. A field service engineer recovered the failed drawer successfully with the assistance of the escort. The customer also inventoried medications from drawer 2.1, which unlocked and locked properly. A software test was run on drawer 2.1 using the hardware test application, and it passed. The customer inventoried medications again from the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to close multiple times. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.